Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, patients information was not available on devices. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patient's data was failed to appear on the station. A technical support specialist (tss) connected with the customer and explained that no issues were found in the station logs. The error observed did not indicate any communication-related problems. The customer provided two patient samples and confirmed that the information was saved as electronic protected health information (ephi). Since no issues were identified and there was a lack of specific information from the user side, the customer granted permission to close the case. The system functioned as intended after the technical support specialist verified the device.